Manufacturer narrative:
There were no alarms on the last calibration performed on (B)(6)-2020. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, an abnormal aspiration alarm occurred near the time the affected sample was processed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer ran performance testing and this failed. The measuring cell was replaced. Performance testing was repeated and all checks passed.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas 8000 e 602 module. The sample initially resulted with an hcg+beta result of 0.672 iu/l accompanied by a data flag indicating carryover. The sample was then automatically repeated by the analyzer, resulting with a value of 3.38 iu/l which was reported outside of the laboratory. The sample was repeated, resulting with a value of 119.7 iu/l. The sample was also repeated twice on a different analyzer, resulting with values of 27.8 iu/l and 26.6 iu/l. The repeat value of 26.6 iu/l was believed to be correct. The hcg+beta reagent lot number was 454060. The reagent expiration date was requested, but not provided.